Event description:
It was reported that catheter fracture occurred. The target lesion was located in the left anterior descending (lad). An opticross imaging catheter was selected for use. During percutaneous coronary intervention (pci), it was noted that the catheter was fractured. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that catheter fracture occurred. The target lesion was located in the left anterior descending (lad) artery. An opticross imaging catheter was selected for use. During percutaneous coronary intervention (pci), it was noted that the catheter was fractured. The procedure was completed with another of the same device. No patient complications were reported. Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that a kink was observed in the imaging window assembly in the distal end. The telescope assembly was able to properly pull back, advance, and retract. No other visual damages were encountered.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 12:28 pm CT. The report number is being corrected from: 2134265-2018-64308 to: 2134265-2018-62501.